Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with previously implanted device(s) was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the device history review. Available information suggests that patient conditions may have contributed to the reported event; however, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where there was an rv (right ventricular) lead injury that occurred after an evoque deployment was performed (patient had pre-existing rv lead in place). The evoque was implanted, and the lead injury occurred few days after. From the imaging available and ep feedback, it appeared that the rv lead tip had dislodged a few days after evoque implant. A micra was placed to resolve the issue.